Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump and belt clip were damaged. The customer's blood glucose at the time of the damage is unknown. The customer reported that the o-ring that holds the reservoir is broken and that they were having difficulty keeping the reservoir in. Troubleshooting was performed and the customer reports being able to lock the reservoir in place. The insulin pump was returned for analysis.